Manufacturer narrative:
The pump passed the displacement test, rewind and basic occlusion test. There was no motor error alarm noted during testing. The device was unable to prime during prime test due to moisture damage on the force sensor resistor. The motor was tested outside of the device and passed. There was no bulgy drive support cap noted. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, missing end cap sticker and scratched reservoir tube window.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot, and the drive support cap was found to be protruded. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.